Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device shut off while monitoring a patient and that the battery was loose in the compartment. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.